Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic soft tip cannula was being used to inject intravitreal corticosteroid injection into the patient's eye during a surgery. The tip was trimmed and it was primed prior to use. While injecting, the soft tip portion of the cannula was ejected into the eye and was subsequently removed from the eye during the same procedure. There was no patient harm.

Manufacturer narrative:
One opened soft tip cannula in a plastic container with the blister and no cap on cannula within a bag was received for the report of the soft tip cannula was ejected into the eye and was removed. The sample was visually inspected and was nonconforming, the soft tip was detached from the cannula. There was a presence of adhesive in the cannula. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos attached to the parent complaint were reviewed by the manufacturing site. The photos are of a cannula missing a soft tip and a tyvek label, the reported product complaint, product and lot information is confirmed. The returned non-conforming sample was received opened. How and when the soft tip of the cannula became ejected (detached) cannot be determined from this evaluation, however, the evaluation shows that the presence of adhesive on the cannula and most likely was detached during use. A root cause cannot be determined for the complaint as described by the customer. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All assemblies are 100% inspected for the soft tip during the manufacturing process to ensure that the product meets release acceptance criteria. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. 4no adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).